Event description:
The patient called alleging that the meter does not power on. The patient experienced dizziness at the time of testing. One week later, the patient went to the physician's office and tested on the physician's meter and received a 146 mg/dl. The physician provided the patient advice and did not treat the patient. Meter powered on while troubleshooting with customer service; however, meter would go into set up mode when a test strip was inserted into the meter. Customer service assisted the patient in going through the set up mode; however, meter continued going in the set up mode after a test strip was inserted into the meter. Customer service was unable to resolve the issue and sent the patient a new meter. Based on the information provided, this case is being reported as a malfunction, since the issue with the meter was not resolved.